Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the during case live fluoroscopy stopped working and the procedure aborted. The patient was transferred to another room and the case was completed. No patient or user injury. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure for the patient which got aborted and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an error message stating "image storage unavailable". Review of the system log file showed a malfunctioning disk bay in the image processing pc(ippc). Upon further inspection, the fse determined that the both ippc had stopped communicating. The philips engineer cold rebooted the system several times. After cold rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.